Event description:
Procedure type: lobectomy. Patient gender: unknown. According to the reporter: after completion of the surgery, removed the device and found the tip of the device was chipped. The component was retrieved without harm to the pt. The operating time was not extended as a result. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 11/2/2007.